Manufacturer narrative:
(B)(4). The reported complaint was evaluated upon the receipt of the returned sample. Visual inspection revealed that the sample was missing its luer flush port cap. Further evaluation shows that the tips are very slightly loose and misaligned in the closed position but there was no visible damage to the jaw pivot pin area on the outer tube assembly. Functional testing showed that although the tips are slightly loose and misaligned in the closed position that this instrument was able to pick-up, retain, close, and release multiple clips with and without the use of silastic test tubing. It could not be conclusively determined what caused the jaws to be very slightly loosened and misaligned in the closed position. All instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer. A device history record review was performed, and no relevant findings were identified. Based on the findings, mishandling of the device at the end user's facility was suspected. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pivot pin was loosened before use. Therefore, a new unit was used instead. No patient involvement.

Event description:
It was reported that the pivot pin was loosened before use. Therefore, a new unit was used instead. No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.